Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope oes elite outer tube was skewed, and the image was blurry. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a blurry or foggy image, lens / meniscus damage, deformation of outer tube or working channel, wrong handling with too much load on outer tube, bad or lost light transmission due to broken fibers, damaged lens, and wrong handling with too much load on outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.